Event description:
Bayer case number: (B)(4). Allergy [allergy]. Migraine [migraine]. Dizziness [dizziness]. Muscle pain [muscle pain]. Hair loss [hair loss]. Stomach problem [gastric disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 10-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of migraine ("migraine") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2016 she experienced migraine (seriousness criterion disability), dizziness ("dizziness"), myalgia ("muscle pain"), alopecia ("hair loss"), gastrointestinal disorder ("stomach problem") and hypersensitivity ("allergy"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dizziness, myalgia, migraine, alopecia, gastrointestinal disorder or hypersensitivity. The reporter commented: disability leave for almost 2 months. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: migraine - analysis in the global safety database revealed 52 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 10-dec-2024: annex e & f codes codes are updated. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Allergy [allergy], migraine [migraine], dizziness [dizziness], muscle pain [muscle pain], hair loss [hair loss], stomach problem [gastric disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-aug-2017. The most recent information was received on 10-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of migraine ("migraine") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2016, she experienced migraine (seriousness criterion disability), dizziness ("dizziness"), myalgia ("muscle pain"), alopecia ("hair loss"), gastrointestinal disorder ("stomach problem") and hypersensitivity ("allergy"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dizziness, myalgia, migraine, alopecia, gastrointestinal disorder or hypersensitivity. The reporter commented: disability leave for almost 2 months. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: migraine - analysis in the global safety database revealed 52 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 10-dec-2024: annex e & f codes are updated. Further company follow-up with the regulatory authority is not possible. An initial report with MDR#: 2951250-2024-00830 was incorrectly entered in this report due to transition to emdr. MDR#: 2951250-2024-00830 is therefore deleted from the bayer database. This report is fu1 to initial report MDR#: 2951250-2017-03223. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.